Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 266 mg/dl and customer received hardware low level failure alarm. Customer blood glucose level was 560 mg/dl at the time of incident. The customer experienced symptoms such as no energy, tired, irritable, pain lower back and hips, onset of sickness, tightness across shoulder. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer was treated with insulin pump and manual injection. Customer was used auto mode. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed high pressure test and test was passed. Customer performed self test and test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.